Manufacturer narrative:
Philips has investigated this complaint. The customer reported to the philips that the host computer was unable to boot. The philips field service engineer (fse) inspected the system on-site and reviewed the main computer; the fse did not find any disk or bios problems. Operation tests were run, and they were successful. The system was then returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.